Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was damaged and the distal ro had been cut off. The catheter shaft was kinked/bent but the catheter hub was intact. Functional inspection was not required as the distal ro had been cut off in error during the procedure. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was very tortuous. It is probable that the catheter was damaged during navigation through the tortuous anatomy causing the damage noted to the distal section of the microcatheter. An assignable cause of procedural factors will be assigned to the reported and as analyzed events, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that one of the radiopaque marker on the tip of the microcatheter (subject device) was missing during the procedure. The physician attempted to find it but was unable to find it through fluoroscopy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that one of the radiopaque marker on the tip of the microcatheter (subject device) was missing during the procedure. The physician attempted to find it but was unable to find it through fluoroscopy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.